Manufacturer narrative:
This supplemental report is submitted to provide the follow up information received from the customer.

Event description:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and had no damage found. The reported issue occurred during low anterior resection procedure while medial to lateral mobilization of descending colon. The instrument black cable was frayed. There was no allegation of loss of cautery associated with broken/loose cable. There was no allegation of thermal damage or arcing. The fenestrated bipolar forceps instrument did not collide with any other instrument or tool during procedure. There were no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed thermal damage. No portion of the conductor wire insulation is missing, and the wires are not exposed. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting snapped, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the images of the broken fenestrated bipolar forceps instrument. The review of the provided image is conducted by isi failure analysis engineer (fae), and found that the fenestrated bipolar forceps instrument conductor wire is broken at the grip crimp location of the bipolar yaw pulley. This complaint is reportable malfunction event, due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had the conductor wire, is broken at the grip crimp location of the bipolar yaw pulley during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in this e1 is not available.

Event description:
It was reported, that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument wire was snapped. The procedure was completed with no reported injury.